Event description:
Asr revision, left, asr xl, reason(s) for revision: pain. Lot number for stem bn2f61000 invalid bt2f61000 used instead.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
Asr revision.left.asr xl.reason(s) for revision: pain.lot number for stem bn2f61000 invalivd bt2f61000 used instead(B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Left. Asr xl. Reason(s) for revision: pain. Lot number for stem bn2f61000 invalid bt2f61000 used instead. Update - added dcgi ref, patient age, gender, initials and attached (B)(6) report. Taken from (B)(6) report dated 11th july 2014. Update - received implant date, taken from email dated 24th july 2014.